Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the meter remote produced multiple meter 1 errors. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Date of submission (B)(4) 2017- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the meter history showed an error (B)(4). The meter paired successfully with the test pump and no errors were duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.